Event description:
The customer reported via social media that the insulin pump complete stops working. Customer's blood glucose was unknown mg/dl. The customer was advised to call 24 hour helpline for immediate assistance. Customer reported the incidents for documentation only.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.